Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter casing is cracked, meter displayed an unknown error and the test strip port is too narrow. These issues were not resolved with troubleshooting.